Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer's pump powered off for no reason. It was reported that the customer's levels rose to 395mg/dl. No further information or assistance provided.